Event description:
The customer states that a non-reactive architect anti-hcv result (s/co = 0.37) was generated on a female pt. Sample retesting was performed due to pt history of IV drug use. The serum sample and an edta plasma sample from the pt retested reactive on architect anti-hcv (s/co = 12.98 and 13.12 respectively). Murex hcv 4.0 eia testing was reactive. The customer states that the negative result was not reported outside of the lab. No impact to pt management was reported.